Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Patient was converted from bipolar to total hip. Explanted bipolar head and replaced with lfit 36 head. Surgery was successful.

Manufacturer narrative:
An event regarding a patient the conversion from bipolar to total hip due to arthritis was reported. It was also reported that femoral head was replaced. In addition, it was reported that the acetabular shell cup and acetabular liner were either manufactured by zimmer or smith & nephew. Conclusion: stryker¿s ifus indicates ¿howmedica osteonics corp. Strongly advises against the use of another manufacturer¿s tapered femoral stem or acetabular component with any howmedica osteonics femoral bearing head component. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant.¿ based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
Update: as per rep. Indicated they couldn't find anything on the bipolar head but were able to find the cat # for the stem and head.